Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 520mg/dl. The customer stated that he started to treat with manual injections to lower his blood glucose for a few days. Then he went back with the insulin pump and his blood glucose went up. The customer stated that he changed the infusion set, and treated with 30.0 units of insulin prior going to the hospital to drop his blood glucose. The caller mentioned having a surgery and loosing a lot of weight. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.